Event description:
A malfunction was reported on the pump, accompanied by malfunction code malf 12 and fault ID 0x2071. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with the reset. The customer planned to switch to a new pump and understood the instructions to call back if any malfunction recurred.